Event description:
It was reported that during a percutaneous coronary intervention procedure, the maverick 2 monorail balloon ruptured at 7 atms. The calcified 99% stenotic lesion was located in the non-tortuous left anterior descending (lad) artery. The balloon was initially inflated at 10 atms with a second inflation at 12 atms. The balloon ruptured at 7 atms while attempting a third inflation up to 12 atms. The procedure was successfully completed with another maverick 2 monorail balloon. The pt status is reported as "good".

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.